Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the instability and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Section h11: the following sections have corrected information: (b5) as reported, approximately 8 months after the initial implant, this male patient experienced instability of right shoulder. During a revision, the surgeon upsized the components. Instability occurred over time. Patient was last known to be in stable condition following the event. Devices not returning due to facility policy.

Event description:
As reported, approximately 8 months after the initial implant, this male patient experienced instability of right shoulder. During a revision, the surgeon upsized the components. Instability occurred over time. Patient was last known to be in stable condition following the event. Devices not returning due to facility policy.

Manufacturer narrative:
Device evaluated by manufacturer? Pending evaluation. Concomitant medical device(s): 320-10-00, (B)(4) - equinoxe reverse tray adapter plate tray +0; 320-20-00, (B)(4) - eq reverse torque defining screw kit; 320-02-38, (B)(4) - rs expanded glenosphere 38mm, +4mm offset; 320-15-05, (B)(4) - eq rev locking screw.

Event description:
As reported, approximately 8 months after the initial implant, this male patient' right shoulder was revised due to instability. The patient was last known to be in stable condition following the event. Devices will not return due the hospital disposing them.